Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house generator and was recognized with no issues. The instrument was then tested for energy delivery and also passed with no issues. Additionally, failure analysis found the primary failure of the broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. There was no material missing from the instrument. The broken pitch cable was attributed to a component failure. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The instrument was found to have the yaw cable broken at the distal end. The root cause of this failure is also attributed to a component failure. A review of the instrument log showed the permanent cautery hook instrument (part# 470183-14 / lot# n10210222-0125) was last used on (B)(6) 2022 during a procedure with system sk3599. The permanent cautery hook instrument had 4 uses remaining. This last usage of the device was after the reported event date. No image or procedure video was provided for review. Based on the information available at this time, this complaint is being classified as a reportable event due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted distal pancreatectomy surgical procedure, the surgeon observed less energy from the permanent cautery hook instrument tip. The customer replaced the permanent cautery hook instrument with a back-up instrument of the same kind and completed the procedure with no reported injury.